Event description:
It was reported that a ventricular spike was delivered, but there was no pacing in the ventricular chamber. The lead was replaced. No patient complications have been reported as a result of this event.